Event description:
It was reported that the patient's home was hit by lightning, and he lost use of his electronic devices, including the carelink monitor (clm). The clm was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A supplemental correction report is being submitted to indicate this event was inadvertently submitted under medical device reporting regulations, as there is no complaint. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. The patient called to report the lightning strike and obtain a new monitor. Accordingly, no further information will be provided for this non-complaint.

Event description:
It was reported that the patient's home was hit by lightning and lost use of electronic devices including the carelink monitor (clm). The clm will be replaced. No patient complications have been reported as a result of this event.